Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was unable to turn his stimulation on using the magnet. This event had happened twice; once in (B)(6) 2015 and once in (B)(6) 2016. After the first event the patient met with a rep and the issue was resolved. The second event occurred about a week prior to (B)(6) 2016 and the patient was meeting with a rep to try and resolve the issue. The patient used his stimulation once a day for ten years and then began using it as needed. The rep turned magnet amplitude mode off and then was able to interrogate the implantable neurostimulator (ins) with the clinician programmer. The battery capacity was showing 3.7 volts. The rep turned stimulation back on and the patient felt it come back on. The rep also reported that all electrode pairs were greater than 2,000 ohms except case <(>&<)> 0, case <(>&<)> 2, and 0 <(>&<)> 2. The patient was therefore left programmed to 0 <(>&<)> 2 and left as is because he felt stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1993, product type: programmer, patient. (B)(4).

Event description:
A manufacturing representative (rep) reported on (B)(6) 2015 that a patient had stopped feeling stimulation for the last year, and up until about 2.5 weeks prior, stimulation started occurring intermittently. Impedance measurements were taken, and at 1.5v, 210pw, 30hz, they were seeing six pairs at greater than 2000 ohms. The others were showing 594-1086 ohms. The implantable neurostimulator (ins) was showing "ok" at 3.75v. It was noted that when the rep was initially interrogating the device, the stimulation was on. The patient had fallen in (B)(6) 2015, and the change of therapy was related to positional movement. However, it was not related to one specific position. During troubleshooting, the therapy impedance was found to be >2000 ohms, and the patient was programmed on contacts 0 and 3. Electrode impedances were then run at 3v, and the following contact pairs were >2000 ohms: 1/c, 3/c, 0/1, 0/3, 1/2, 1/3, 2/3. Contact pairs 0/2, 0/c, and 1/c were all within normal limits. Historical impedance values were not available to compare. The rep was going to attempt programming with the 0/2 contact pair. A supplemental report will be submitted if additional information is received.